Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast reconstruction with a mentor ce med hgt te w/sut tabs 550cc tissue expander that deflated after implantation. Deflation of the right breast device was visible during the explantation surgery. A lack of liquid from the edge of the upper pole was observed. The patient had both left and right tissue expanders explanted and they were replaced with unspecified breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 05/21/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported during removal surgery was noted leakage of solution at the upper edge of the breast implant. Upon initial inspection of the sample it was observed to be intact. Leak testing was performed according with mentor procedures and it revealed tear in the union between patch and shell. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted manufacturer¿s reference number: (B)(4).